Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The patient's tooth will extracted.

Manufacturer narrative:
The returned reciproc file r25 8/100 25mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1534036, #1533367, #1534377). Root causes are not identified. We will track this kind of event and monitor the trend. For information, this file was manufactured according to the new design currently in use since august 2013, implemented in order to make the base of the active part less brittle.